Event description:
It was discovered in a review of the a literature article titled, "nonprogrammable and programmable cerebrospinal fluid shunt valves: a 5-year study" that between 2000 and 2006, 313 medtronic strata and codman hakim valves were implanted at seattle children's hospital. One patient that received one of these valve was reported to have died of unknown causes. Two patients were reported to have developed shunt infections. Of 313 programmable valves implanted, 257 required a revision during the study period. It was also reported that between 2000 and 2006, 303 integra heyer schulte, integra spetzler, medtronic delta, and medtronic contoured valves were implanted at seattle children's hospital. Eleven patients were reported to have developed shunt infections. Of the 303 non-programmable valves implanted, 101 required a revision during the study period.

Manufacturer narrative:
These events were identified during a review of scientific literature. The corresponding author did not divulge specific device information or answer requests for other missing information on this medwatch report. The events in the article could not be matched to previously reported events. The products were not returned. Therefore, evaluations of the device performances were not possible. Reviews of the manufacturing records were not possible as lot numbers were not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.